Manufacturer narrative:
Compromised force sensor system alarmed during the prime/compromised force sensor system test at (B)(6) pounds due to faulty fsr (tin) (B)(4) (B)(6) 2007.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 219mg/dl. The time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. Customer stated that she doesn't have back up plan. Product will be return for analysis.